Event description:
Caller reported compact plus system blood glucose results of 398 mg/dl and 172 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.